Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. All testing was performed using a known good ac adapter as well as a known good test patient circuit. The ventilator passed 115 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. No indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail showed no signs of frayed cabling.

Event description:
It was reported to carefusion that the ventilator shut down while on a patient with no alarm conditions. The customer was able to turn the ventilator back on, but the patient almost passed out during this incident.